Event description:
It was reported by service report that the fowler cylinder was leaking. The customer reported that the did not know if there was patient involvement or if there were adverse consequences to report.